Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical department for an unspecified reason. No information was provided; however, it was reported that there was no patient involvement. There were no reports of any adverse patient events or delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen does not respond when pressed. No additional information was provided.

Manufacturer narrative:
The device was received for testing and evaluation. Testing and investigation found that the device touchscreen was not responsive when the keys were pressed. A visual inspection found contamination on the bottom of the touchscreen. A probable cause of the customer complaint is a broken touchscreen. This was due to contamination on touchscreen caused by fluid ingress which altered the characteristics of the touchscreen. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospital personnel.